Manufacturer narrative:
The tech found the cause to be broken pins on the communication cable. The tech replaced the communication cable to resolve the issue.

Event description:
Tech reported there was no nurse communication from the bed. No pt impact.